Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prim, the reservoir outlet (3/8' to 1/4' connector - reservoir outlet to the oxygenator inlet) had a very slow leak. No pt involvement on this occurred during prime. Product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).